Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The baton was not repairable. Additional part used: avl monitor; catalog: 0270-0747; sn: (B)(4). This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the video would cut out during a routine procedure and the image would become distorted (lines moving all over the screen). No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.